Event description:
It was reported that a patient using the ilet experienced a transition from a series of low glucose values to a high glucose state, with a reported blood glucose of 276 mg/dl, and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included case review and user troubleshooting. Investigation of this case revealed no device alarms or functional interruptions were reported during the event, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.